Manufacturer narrative:
The insulin pump was received with a detached end cap. The following physical damage was also noted: cracked case at the display window corners, reservoir tube lip, and battery tube threads along with minor scratches to the lcd window. There was also no backlight due to a faulty panel.

Event description:
The customer reported via phone call that while trying to fill her reservoir the bottom of the insulin pump started coming off. The patient's blood glucose at the time of incident was 346 mg/dl. Troubleshooting was initiated for the physical damage. The customer confirmed that she had dropped the pump and damaged the end cap. Additionally, the backlight no longer functioned. The customer was advised to discontinue use of the pump and rever to her medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.